Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, inflammation/irritation.

Event description:
Healthcare professional reported "there was a suspicion of damage to the breast implant based on a breast ultrasound. Ultimately, it turned out that the implant is not damaged" but is "heavily wrinkled" and "there is a capsular contracture around the implant baker iii", "inflammation around the breast implant", "capsular contracture around the breast implant baker iii". This record is for the left side. Device was explanted.